Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose flush drive support disk. The insulin pump was received with cracked case at display window corner, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received excessive compromised forced sensor alarms. Insulin pump will be replaced.